Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No abnormal drive rewind motor noise noted or unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. No insulin flow blocked alarms noted in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. The p-cap/reservoir does lock properly. Pump passed required testing, and no abnormal rewind drive motor noise noted or unexpected insulin flow blocked alarms noted during test. Confirmed minor scratches on lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported scratches on screen, random and unexplained no delivery alerts, louder motor and rewind sounds. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, mmt-396. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-396.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion. 2. Section h11 - updated additional investigation summary. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No abnormal drive rewind motor noise noted or unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. No insulin flow blocked alarms noted in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. The p-cap/reservoir does lock properly. Pump passed required testing, and no abnormal rewind drive motor noise noted or unexpected insulin flow blocked alarms noted during test. Confirmed minor scratches on lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.